Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), there were unstable thresholds and issues with the deflection slide on the delivery system. The heart was small and slightly rotated, and contrast was used to confirm the septal location. At least two tines engaged in all deployments, but each deployment resulted in thresholds above 1v and unstable, necessitating recapture and redeployment. After multiple recaptures, the deflection slide became unresponsive, and the tether was locked, with no change when unlocked. A second micra was opened, but the same issues persisted, including difficulty implanting with an adequate goose neck. Testing outside the body showed the deflection slides were responsive. Ultimately, a location was accepted despite unstable thresholds varying from 0.88v @0.4 to 1.25v with stable impedance around 650. Post av node ablation, thresholds varied from 1.5v @0.4 to 2.0v @ 0.4. The next morning, post-op measurements showed thresholds ranging from 0.88 - 1.13v @ 0.4ms and impedance at 650. The second leadless ipg remains in use. No patient complications have been reported as a result of this event.